Event description:
It was reported that insulin was leaking from the cartridge. The cartridge was successfully changed, and insulin delivery was resumed. The customer experienced elevated blood glucose levels (500 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. Slim user guide indicates, pump is to be used with individuals 12 of age and greater, patient is (B)(6).

Manufacturer narrative:
(B)(4).